Event description:
Patient reported an unknown sided of rupture. Healthcare professional confirmed rupture of left side rupture. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture/failure of implant: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported an unknown sided of rupture. Healthcare professional confirmed rupture of left side rupture. Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown sided of rupture. Device has been explanted.